Event description:
It was reported that a patient underwent an intestinal obstruction release surgery on (B)(6) 2021 and a barbed suture was used on the fascia. The surgery was performed for a tumor that compressed the small intestine, resulting in an intestinal obstruction. On (B)(6) 2021, a wound dehiscence was confirmed, and reoperation was performed on the same day. The suture was loose and no suture breakage was noted. A different suture was used to suture the fascia. Thereafter, wound repair was confirmed uneventfully. On (B)(6) 2022, the patient died. The doctor attributed the cause of death to the progression of ureteral cancer. Additional information has been requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date. Please provide lot number. Was there any medical or surgical intervention performed to treat the dehiscence(re-operation; re-suturing; prescription steroids; antibiotics prescribed)? What is the most current patient health status and condition? The patient was a male in his 80 s. The patient had end-stage ureteral cancer and received radiotherapy. On (B)(6), the tumor compressed the small intestine, resulting in intestinal obstruction, so intestinal obstruction release surgery was performed. At that time, the fascia was sutured with the product. The preoperative albumin level was only 2.0 g/dl. On (B)(6), wound dehiscence was confirmed, and reoperation was performed on the same day. The suture was loose and no suture breakage was noted. A size 0 pds was used to suture the fascia. Thereafter, wound repair was confirmed uneventfully. On (B)(6), the patient died. The doctor attributed the cause of death to the progression of ureteral cancer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. Lot number? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe the appearance of the suture during the second procedure on (B)(6) 2021. Were the barbs found not to be engaged in the tissue during the second procedure on (B)(6) 2021? Were there any precipitating stress factors for the wound dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe the stratafix suture caused or contributed to the patient¿s death? Was a cause of death reported within the medical record or described in an autopsy report? If so, please specify. If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.